Manufacturer narrative:
A partial lead with the distal tip measuring 49.0cm was returned for analysis. External insulation abrasion was noted at 34.4-35.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 10.0-14.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information indicates high pacing lead impedances and high capture thresholds were observed. The lead was explanted.

Event description:
It was reported that multiple episodes of non-sustained lead noise were detected. Review of the stored egms confirmed noise. The noise could not be reproduced with isometrics. The patient will be monitored.